Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found when connected to a known good system the returned psu would not power up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was unable to see the tracker ball (and/or reference frame or the probe). No patient was present at the time of the event.